Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31383. It was reported the patient experienced ineffective therapy. Diagnostics discovered all contacts in one of the existing leads showed high impedance. In turn, surgical intervention was undertaken wherein one of the leads was explanted and replaced to address the issue. Effective therapy was established post-operatively. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported.

Manufacturer narrative:
The reported event of high impedance/break was confirmed. Microscopic inspection of the return lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.